Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, the patient visits the outpatient chemotherapy unit for cancer treatment. The catheter had been inserted in (B)(6) 2025. When attempting to remove the catheter, resistance was encountered. A chest x-ray was performed, revealing a loop in the catheter, and its removal was scheduled for the following day in the operating room. Additional information received on 12/17/2025. There was a delay in cancer treatment, extra costs for catheter removal, which must be performed in the operating room because it also formed a loop in the vein and must therefore be removed by a specialist (interventional radiologist or vascular surgeon), in addition to the monetary costs of installing another intravascular device. To date, this has not been resolved due to the patient's financial situation, so the catheter is still in place. Patient is currently in stable condition.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.